Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple occlusions occurred. Customer changed the infusion set and alarm reoccurred. Customer's blood glucose (bg) was 44-77 mg/dl; cause was not known. Customer drank juice to address low bg. Customer reverted to using manual injections for insulin therapy.

Manufacturer narrative:
Customer reported issues were resolved by changing the infusion set type.